Manufacturer narrative:
Additional information: name of the implanting physician and clinic was provided as dr. Köbisch, artesoma clinic. Additional, changed, and/or corrected data: a4; b5.

Event description:
Healthcare professional reported via regulatory agency right side "bia alcl case". Pathological marker cd30+ has been received, and pathological marker alk- has not been confirmed according to the healthcare professional. Healthcare professional also reported right side capsular contracture baker grade ii and "severe" peri-implant seroma formation. Device has been explanted and replaced with en bloc capsulectomy.

Event description:
Healthcare professional reported via regulatory agency right side "bia alcl case". Pathological marker cd30+ has been received, pathological marker alk- has not been received. Healthcare professional also reported right side capsular contracture baker grade ii and "severe" peri-implant seroma formation. Device has been explanted and replaced with en bloc capsulectomy.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2229207 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information about if the device will be returned for analysis in the device analysis laboratory however the event is classified as medical, and it is unable to be observed. Therefore the event is not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported via regulatory agency right side "bia alcl case". Pathological marker cd30+ has been received, pathological marker alk- has not been received. Healthcare professional also reported right side capsular contracture baker grade ii and "severe" peri-implant seroma formation. Device has been explanted and replaced with en bloc capsulectomy.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosis of bia-alcl; peri-implant seroma.